Event description:
Customer reported discrepant cea results for one pt sample. Initial result gave 66.83 ng per ml. In 2009, a second sample obtained from the pt was tested resulting at 1.60 ng per ml. The doctor questioned the discrepancy of the pt results. On the following month, the laboratory repeated the initial sample twice giving 2.76 and 2.67 ng per ml. The second sample was also repeated giving 1.88 ng per ml. No info provided to determine if pt was adversely affected. If additional info is received, appropriate notification will be provided.